Event description:
It was reported that during pre use the cs100 intra aortic balloon pump (iabp) had display issue. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), e1 (event site address, event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: b5. Due to character limitation in block e1: event site address: (B)(6). Event site address line 2: (B)(6). A getinge field service engineer (fse) found that the screen was not displaying. Removed the screen ribbon cable for cleaning. After cleaning, the machine was able to function normally. Tested overall operation. Machine was ready for use.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that pre use, cs100 intra-aortic balloon pump (iabp) had no display on screen. There was no patient involvement.